Event description:
It was reported that (1) device was used during a gastric bypass. It was reported by the rep that on the second firing of the tvc55, the scrub reloaded the device with a tcr55 reload and gave it to the surgeon. When the surgeon tried to fire the instrument, it locked out and would not fire. They inspected the swing tab and it was completely missing. They then reloaded the instrument again and it worked fine. The surgeon completed the case without further incidence. The circulator saved the package to record the lot number but threw away the cartridge itself. The surgeon informed rep that the swing tab was missing. There was no consequence to the pt.